Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off. They did not have a signal for low battery so they changed the battery. The customer tried a new battery but still got nothing. The customer's blood glucose level during the incident was 98 mg/dl. The battery compartment was neither damaged nor corroded. The spring was neither damaged nor corroded. The contacts on the battery cap were not missing or damaged. Troubleshooting was not completed because the line disconnected. The device was returned for analysis.